Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that both the "no image" and "no image during angulation" are related to the same cause. A damaged charge coupled device (ccd) cable has been proven as a factor that can cause image problem. A definitive root cause could not be established however, is likely the result of component failure. . The event can be detected and prevented by following the instructions for use: ltf-s190-5 operation manual 3.8 inspection of the endoscopic system. Ltf-s190-5 operation manual 5.3 withdrawal of the endoscope with an irregularity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; there was no image, and the screen went black when angulated to the down position. Additionally, the bending section cover glue was cracked. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the entire screen became black and showed no images while using the endoeye flex deflectable videoscope and unable to restore. The issue occurred during procedure, and the customer did not believe there was a delay. There was no patient harm associated with the event.